Manufacturer narrative:
According to the customer, "I take a injectable medication and then I place the bandage on. When I removed the bandage, I noticed a bright red mark that was the shape of the bandage. It then blistered. I received prescription steroids for this issue and it's gotten marginally better. I've used this product before and never had this issue. This is the first time it's happened". The sample that caused the reaction is not available for evaluation but the packing the bandage came from is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "I take a injectable medication and then I place the bandage on. When I removed the bandage, I noticed a bright red mark that was the shape of the bandage. It then blistered."